Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) . No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection showed that the device was a bit dirty, but otherwise had a good appearance. During start up, the problem was verified. When pressure was applied to force sensor, value would not come off zero. The root cause of the reported issue was found to be broken connector on plunger board. Replaced plunger board.

Event description:
It was reported that there was a force bridge sensor error. No patient injury was reported.